Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg was not holding a charge and was defective as showed by the database. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.